Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had to have her device redone after it was initially implanted. The patient wasn¿t sure exactly what the healthcare provider did and noted they had said something about ¿wet fat¿ but the patient wasn¿t sure what that meant. The indications for use were spinal pain and post lumbar laminectomy syndrome. No device issues reported.

Manufacturer narrative:
A correction was made, weight was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not get to charge regularly due to husband being in hospital in and out in the last 3 years. Patient reported revision did not resolve the issue. Patient reported wanting the battery removed from their hip. Patient reported they needed to check if the battery was corroded. It was reported there was a corroded battery. Patient reported surgery was not successful.

Manufacturer narrative:
A correction was made. This event is both an adverse event and product problem. If information is provided in the future, a supplemental report will be issued.